Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors were leaking through the injection site (at the cap). While filling the devices with ceftaroline antibiotic, it was observed that upon removing the syringe, the antibiotic came out through the injection site (at the cap). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between august 15-19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.